Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) levels had been slightly elevated the past month (no values provided). No additional information was gathered, as customer was not interested in troubleshooting and ended the call prematurely.